Manufacturer narrative:
H2: additional information added to b5. H6: fdr codes c02 and c07 added to reflect previous reported work order. Imf code updated to f27 to reflect the new information provided in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient involved. The issue occurred during morning power on and testing.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the collimator power cable was replaced. Codes b01, c07, and d02 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used. It was reported that there was a collimator error message during bootup. Despite seeing the collimator error, the site still tried to perform a 3d spin, and that spin failed. The site said that they "burned the test phantom into the image," but what this meant was unclear, and the site couldn't elaborate further. The site was not certain if a patient was present. This case was a second occurrence from the one that was originally called in on (B)(6), 2023, the system checkout was completed on (B)(6), 2023.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444r ; product ID: bi71000366, product ID: bi71000375 ; product ID: bi71000168r ; product ID: bi71000874r. H6: a medtronic representative went to the site to test the equipment. Testing revealed that the motion was not booting with the collimator error. The manufacturer representative replaced the collimator, rotor motion controller and encoder cables. System still had collimator error. Another collimator was on order. B01, c13, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9: product: bi71000366 was received by the manufacturer on 2024-01-10. Product: bi71000374 was received on 2024-01-16. Product bi71000444r was received on 2024-01-11. Product bi71000168r was received on 2024-01-19. D10: products bi71000375 and bi71000874 are no longer relevant to the event. H3, h6: product bi71000366, lot number: 440467 rev. 1 was received by the manufacturer for analysis. Cable was tested by a fluke digital multimeter. During bench test, cable passed continuity test. No problem found. C19 and d14 are applicable. Previously reported code b01 is applicable. H3, h6: product bi71000374, lot number: 441099 rev. 1 was received by the manufacturer for analysis. Cable was tested by a fluke digital multimeter. During bench test, cable passed continuity test. No problem found. C19 and d14 are applicable. Previously reported code b01 is applicable. H3, h6: product bi71000444r lot number: 71618474 rev. 3 was received by the manufacturer for analysis. Installed rotor motion control into an imaging test system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. 2d and 3d images were successful. Door opened and closed successfully. No problem was found. C19 and d14 are applicable. Previously reported code b01 is applicable. H3, h6: product bi71000168r, lot number: cm20226 rev. 3 was received by the manufacturer for analysis. Collimator was tested by using a collimator tester. Bench test passed; homing and burn-in test passed and was installed in an imaging test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No problem was found. C19 and d14 are applicable. Previously reported code b01 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.